Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the dropped the freestyle libre reader and it subsequently became damaged and "split into two." As a result, the customer could not use the reader to monitor glucose and became hypoglycemic with symptoms described as "sensation of weakness, sweat, exacerbated hunger, difficulties to realize movements." The customer was treated with sugar drink by wife and no additional treatment was reported. There was no report of death or permanent injury associated with this event.